Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with an initial low of 76 mg/dl followed by hyperglycemia up to 288 mg/dl while using the ilet with a teflon infusion set; a caregiver noted possible unannounced carbohydrate intake, device manipulation due to cognitive impairment, and later a full supply and infusion site change was performed, with the device otherwise appearing to function and correction continuing without meal announcements. Symptoms included hypoglycemia and hyperglycemia without reported systemic complications. Outcomes included no hospitalization, no ketone testing, no steroid use, no backup therapy, and no professional medical intervention beyond assistance with supply and site change. Investigation included review of device function and user factors, and physical inspection of the infusion set and supplies during the site change. Investigation of this case revealed no device or cartridge/tubing malfunction observed and a plausible user-related cause such as excess carbohydrate correction or a bent cannula prior to the site change, with continued algorithmic correction post-change. It was concluded that the event was due to hyperglycemia with cause unclear following a preceding hypoglycemic event, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.